Manufacturer narrative:
Report date: 09aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a battery power failure, unable to charge. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. Installed the battery, plugged in the main power supply, and the battery will not charge. It was confirmed battery failure. The pse replaced the battery and plugged in the main power supply to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was returned to service.